Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest equipment. Patient described the area as itchy with sores on back, a wet feeling that could not be determined as a gel leak or the sores oozing. There is no indication that the patient received medical intervention. Outcome of the sores is unknown.